Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert after battery change. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had replace battery alarm and power error detected alarm. The customer was assisted with troubleshooting for power error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. Device was received with power error detected due to j6 connector resistance issue.